Event description:
It was reported that the ilet system¿s infusion connector was leaking, after which the user performed a supply change and blood glucose decreased from a reported high of 401 mg/dl. Customer care provided support that included customer-care troubleshooting and arrangement of replacement supplies. Investigation of this case revealed a suspected leak at the connector component consistent with a device supply issue affecting insulin delivery. Symptoms included headache and blurred vision consistent with hyperglycemia. Outcomes included high glucose that resolved after replacement of the affected supply and shipment of replacement connectors for continuity of therapy. It was concluded, based on previously established findings for similar reports, that the cause was probable device component malfunction related to the connector.